Manufacturer narrative:
Ion-selective electrode (ise) system is calibrated every 24 hours. Ise qc samples are run every 8 hours. Qc results were within the lab's established ranges. Under the direction of the hotline, the customer confirmed seeing bubble in the ratio pump on the first prime cycle. A field service engineer (fse) completed ise preventative maintenance (pm) which included: bleaching the ise system replacing all ise tubing, carbon bridge, and electrolyte injection cup (eic) seals rebuilding the ratio pump. No further calls have been made to the bci hotline in regards to the ise problems. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 - (B)(6) 2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR 2050012-2010-00974.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported outside the laboratory. The sample was repeated and lower ise results were obtained. All results of electrolytes in this lab were generated from system ID (B)(4) and (B)(4). System ID (B)(4) is captured in MDR 2050012-2010-00974. Patient treatment was not impacted by this event.